Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during basal and bolus deliveries. Customer changed out the infusion set multiple times. Customer's blood glucose was 400 mg/dl. As the pump supplies were changed, a cause of the occlusions could not be determined.